Event description:
The pt was a male with a diagnosis of acute myelogenous leukemia who had sclerodermatous graft-versus-host disease (gvhd) after a bone marrow transplant and had been receiving ecp treatments for his chronic gvhd. The ecp operator reported, that the device had sounded a blood pump alarm at the end of cycle 1 during reinfusion. She pressed the reset / mute option without success and contacted a sponsor technical services representative who advised the ecp operator to disconnect the pt and administer a saline bolus into a waste bin. The ecp operator observed clots. When asked by the technical services representative if she had administered anticoagulant into the bag, the ecp operator noted, that she had administered the standard 10,000 iu of heparin sodium into the anti-coagulant bag, which has provided adequate anti-coagulation in prior treatments for this pt. At that point, the ecp operator realized that the anticoagulant and saline bags had been reversed, when hung during the kit installation. The pt's blood pressure was stable during the procedure. The pre-ecp procedure hemoglobin was 11.9 gm% and the hematocrit was 34.1%. A large bowl was used, because the pt had a hematocrit of 40% and a hemoglobin of 12.3 gm% during the prior week's ecp treatment. The ecp operator administered a bolus of 500 ml of 0.9% sodium chloride to substitute the lost intravascular volume. Total blood loss was estimated to be 400-500 ml. The hemoglobin and hematocrit after the ecp procedure were 10.4 gm% and 30.5%, respectively. The pt was then observed for two hours and left for home. No transfusions were administered to the pt. This event was determined to be an operator error.

Manufacturer narrative:
Product was discarded. Health care professional reversed anticoagulant and saline bags during set up of kit causing the blood to clot. Including this call, there were 12 incidents with reversed heparin and saline lines (or bags) that occurred or were suspected by the health care personnel. There were 197,743 kits sold which equals an incidence rate of 0.06 per thousand kits sold.